Event description:
Boston scientific received information that this patient's home monitoring system detected a high out of range pacing impedance measurement of greater than 2000 ohms on the right ventricular (rv) lead. To date, there have been no adverse patient effects reported.

Event description:
Additional information became available that there was another high pacing impedance of greater than 2000 ohms on this lead.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Please see report 2124215-2016-12212 for analysis results relating to the reason for explant.

Event description:
The device was explanted over five years later for an issue reported in report 2124215-2016-12212. The implantable cardioverter defibrillator (ICD) was returned for analysis. It was also noted that less than two months after explant the chronic right ventricular (rv) lead continued to exhibit high out of range pacing impedance measurements of greater than 2000 ohms. It was also noted that at the change out procedure the rv lead exhibited impedance measurements of 1900 ohms with the new ICD.